Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event was initially reported on medwatch 2017233-2006-00273. Please note attached list of additional devices implanted in this patient.

Event description:
At an unk time, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. At some point post operatively, a proximal type I endoleak was discovered. A second endovascular procedure was initiated in 2006, using an aortic extender component to successfully repair the endoleak as demonstrated by the final angiogram. The patient tolerated the procedure.